Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1154862. Medical device expiration date: 2024-05-31. Device manufacture date: 2021-06-03. Medical device lot #: 0293281. Medical device expiration date: 2023-09-30. Device manufacture date: 2020-10-19. Investigation summary: it was reported the plunger will not push past halfway. To aid in the investigation, one sample with lot 1154862 came in a plastic bag with 6ml of blood for evaluation by our quality team. A visual inspection was performed through the plastic bag. No defects or imperfections were observed. Due to the contamination, no further analysis or testing was performed. It could be possible the customer received product towards the high specification limit and are related to the symptom reported since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1154862. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. The following information was provided by the initial reporter: it was reported by the medical professional, the plunger will not push past halfway.